Manufacturer narrative:
Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.

Event description:
It was reported that the patient presented to the clinic with a wound dehiscence. The patient's wound did not heal after the previous pocket revision after undergoing hematoma removal. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.